Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 2 months following a cataract extraction with intraocular lens iol) implant procedure, foreign matter was deposited on the optic surface of the iol. The patient returned to the hospital due to decreased eyesight where it was found that the optic was contaminated with an unknown substance.

Manufacturer narrative:
Product evaluation: the lens was returned taped to a blue plastic lid. There appears to be dried solution on the lens. The use of tape directly on the optic surface makes a determination of residue/foreign material difficult. The adhesive from the tape interferes with visualization of the surface or other "foreign material". The optic has been cut into three pieces. Sample was not cleaned/removed from the tape. May be reassessed upon request. The reported "foreign material" could not be observed. The root cause for the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in date of event. And implant date. Additional information provided in event, and explant date. The manufacturer internal reference number (B)(4).

Event description:
Additional information was provided that the iol has been exchanged and the patient's eyesight has recovered.